Manufacturer narrative:
Initial reporter address1: (B)(6).

Event description:
It was reported that the tip of the guidewire broke and remained inside patient's body. The target lesion was located in the severely tortuous uterine artery. A 180x25cm fathom-16 was selected for use. During the procedure, it was noted that the tip of the guidewire was broken in the severely tortuous uterine artery with a difficult origin. There were multiple attempts to snare the broken tip but it was retained in the proximal portion of the artery. The procedure was completed successfully. No further patient complications were reported and the patient was fully recovered post procedure.